Event description:
Lead dislodged, so physician explanted and replaced with new lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.